Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. The customer stated he may have not bolused for food eaten. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. The customer stated that he would be calling back when he has the tubing clamp to perform the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.